Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Medical products - nexgen articular surface, catalog #: 00597602112, lot #: 60636300; nexgen precoat cement tibial component, catalog #: 00597002502, lot #: 60631174; nexgen femoral catalog #: 00596601401, lot #: 60672661, and stryker bone cement, catalog #: 61911001, lot #: rdo120.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 10 years ago has experienced pain. It was report to be right hip pain and left knee aching. Archilles tendon in left leg has shooting pain. No revision has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical products - nexgen articular surface, catalog #: 00597602112, lot #: 60636300; nexgen precoat cement tibial component, catalog #: 00597002502, lot #: 60631174; nexgen femoral catalog #: 00596601401, lot #: 60672661, and stryker bone cement, catalog #: 61911001, lot #: rdo120.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.